Manufacturer narrative:
H10 h6: the shipping information was provided; however, the subject device was not made available to the designated complaint unit and thus a physical product evaluation could not be performed. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the material specifications found that the raw material strength requirements and storage requirements are specified and each lot must be accompanied by a material certificate of analysis. Please refer to the instructions for use for precautions and warnings related to the use of the device. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.

Event description:
It was reported that during an arthroscopy, at the moment of tapping into the bone, the healicoil suture anchor got broken; all the broken pieces were removed using a grasper. There was a back-up device available, and a surgical delay of less than 30 minutes was reported. No further complications were reported.

Manufacturer narrative:
H10: internal complaint reference: (B)(4).